Event description:
The patient was seen at the implant center for device evaluation in 2000 due to decline in device performance and report of unusual symptoms and percepts. Revision surgery took place three months later.